Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Upon inspection, tip of device was found to be malformed. No associated procedure. Picture of the device revealed that the tip appeared to have missing deformed portion of the tip.

Event description:
Upon inspection, tip of device was found to be malformed. No associated procedure. Picture of the device revealed that the tip appeared to have missing deformed portion of the tip.

Manufacturer narrative:
The reported event that conical extractor, male, left hand implant extraction set 3.5 mm was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed, based on the picture provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some possible root causes are, but are not limited to: inadequate storage conditions / reprocessing conditions. Breakage during surgery caused by some kind of misuse, such as over torque on the device for example. Normal wear of the device. As a reminder, the cleaning and sterilization guide states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves." The device inspection revealed the following: a picture of the device was provided. The failure mode can be confirmed, since the tip of the device is indeed broken on the threaded part. The device also shows some scratches all over, proving that it was used often before the tip broke. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not received, only photo.